Event description:
Patient's tongue became really rough and started to burn when she started to use the product to clean her dental appliance. When she stopped using the cleaner, the sensation went away. Once she started using the product again, the symptoms reappeared.

Manufacturer narrative:
.